Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician employed the use of an everflex device along with other unknown stents and balloons during treatment of a complex sfa tibial limb salvage in an elderly patient. It was reported that a foreign body was observed to be within the vessel post implantation of the everflex stent. The physician attempted, unsuccessfully, to retrieve the foreign body using a spider wire. As the flow was patent and uninhibited, with pulses, post-procedure, no further intervention was carried out. The nature of the foreign body was unknown. The patient is reported to have recovered well and to be doing well.